Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1511, awareness date 21-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. Additional information received on 11-nov-2015 (ptc investigation result). Essure coils implanted in (B)(6) 2014. Shortly thereafter she developed a chronic cervicitis with bleeding that she endured the entire duration of having the essure product inside her body. Other symptoms that she had developed during the time she had these implants were severe cramping and bleeding during and after intercourse; more than her normal hair loss; chronic fatigue-she hardly ever felt rested and had to rest often during the course of the day; muscle and joint soreness and pain that would not go away with medications, exercising, stretching, yoga and pilates; skin rashes, painful intercourse and 25lb weight gain. On, (B)(6) 2015 she had a hysterectomy and bilateral salpingectomy that removed left and right fallopian tubes, uterus and cervix. She was able to keep the ovaries. She was 9 days post op from hysterectomy and her joint and muscle pain is gone, she felt more energized than she have felt in a long time, her skin has cleared up, hair balls after showering were small compared to what was ending up in the drain, she was not bleeding. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding that she endured the entire duration of having the essure product inside her body (interpreted as genital bleeding). Consumer underwent a hysterectomy and bilateral salpingectomy that removed left and right fallopian tubes, uterus and cervix. This event is serious due to its medical importance and listed in the reference safety information for essure. In this particular case, consumer experienced this event shortly after essure insertion. Based on it nature and considering that genital bleeding may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. Since surgical intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.